Event description:
It was reported that during a pulse field ablation procedure a faradrive was selected for use. During procedure, the sheath was inserted, and after confirming no air was present following aspiration, the catheter was inserted. However, upon performing air removal again after catheter insertion, air was observed. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulse field ablation procedure a faradrive was selected for use. During procedure, the sheath was inserted, and after confirming no air was present following aspiration, the catheter was inserted. However, upon performing air removal again after catheter insertion, air was observed. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.